Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post implantable pulse generator (ipg) changeout, the patient experienced infection. It was also reported that the ipg and the right atrial (ra) lead were explanted and replaced approximately two weeks later, on the contralateral side. Medical intervention was required as a result of this event. No further patient complications have been reported as a result of this event.